Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1, g3, g6, h2, h3, h6 and h11. In addition, the following reportable malfunctions were identified during the device evaluation: video connector receptacle does not work. A root cause could not be identified. Based on the results of the investigation should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1-(B)(6). The subject device was returned for device investigation, and the reported issues by the customer were not reproduced. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: video connector receptacle did not work, and the battery was depleted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device front panel blinked and did not display on the monitor, the issue was found during set up/inspection for use. There were no reports of patient harm..